Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer was reusing cartridges and was not properly removing residual air from the cartridge. The customer was educated on the proper load techniques. Customer changed cartridge and infusion set to address the issue.